Event description:
A nurse reported that during a case, a system message was received. The case was concluded with the manual injection of silicone oil. No pt injury was reported. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).